Event description:
It was reported to boston scientific corporation on may 16, 2007 that a resolution clip device was used during a procedure performed the month prior (patient gender, age, and weight are unknown). According to the complainant, during the procedure, the clip did not release from the catheter. After twelve minutes, the physician was able to release the clip by moving the device and opening and closing it. The procedure was completed with this device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "fine."

Manufacturer narrative:
A visual inspection of the returned device revealed that the coil was kinked at the base of handle and the bushing was crimped in two locations. Premature activation of the crimper by the associate prior to the bushing being properly seated or movement of the component after first crimp could have caused the bushing to be double crimped and undersized at the point where the clip enters the bushing making deployment of the device more difficult.